Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies that would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 3 years post implantation due to dislocation. During the procedure, it was noted the head and liner were removed and replaced. Hip was put back into place and tested. The head popped off the stem so the liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.